Event description:
On an unk date, a (B)(6) male had an external fixation for a pilon fracture in his right leg. A few weeks later, pt had a 3.5mm lcp medial distal tibia plate, 5 cortex screws and 5 locking screws implanted. Post-operatively, wound site became infected. On (B)(6) 2011, pt underwent revision surgery and all hardware was explanted, wound site was washed out and closed. This is the eleventh of eleven reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.